Event description:
Rn called into the room by the family due to tpn leaking from the line. When the rn entered and stopped the tpn, it was dripping from the line; when she attempted to flush the port, the fluid shot straight from the purple part of the tpn lumen, the lumen was split. Team was made aware; the patient missed 1 bag of tpn. New PICC line placed in the am in ir.